Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. Approximate age of device ¿ 1 year and 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that due to decreased inflow/outflow cannulae velocity, echocardiography and CT angiography were performed that did not reveal any findings. The patient was subsequently urgently admitted to the hospital on (B)(6) 2018 due to frequent low flow alarms. A control echocardiogram and blood lab tests were performed, and inotropes were started. A surgical re-exploration found a rotation of the outflow graft. After de-rotation, the pump flow increased, and pump speed decreased to previous levels with good unloading parameters confirmed by transesophageal echocardiogram (tee). The patient was hemodynamically stable with minimal inotropic support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of a twisted outflow graft can be confirmed based on the submitted CT scans and photo, which revealed evidence of an outflow graft twist near the graft hardware. The patient¿s system controller event log file was submitted which captured continuous low flow events. Similar events were captured in the lvad event log file. The patient remains ongoing on pump support and no further issues have been reported at this time. The heartmate 3 lvas instructions for use (IFU) instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This IFU also describes the pump flow display and the hazard alarms. The low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm, and changes in the patient¿s condition can result in low flow. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.